Event description:
A physician was using scissors and cauterizing close to the bladder area and noted a burned area on the tip cover. The incident occurred at approximately one hour into the surgical procedure. The physician stopped the procedure. The sheath/tip cover was changed. Areas including the patient's bladder, ureters and bowel were inspected. No injury was noted. The surgical procedure continued using shears with a new tip cover.====================== health professional's impression======================potential tip cover failure due to design issues. This type of event has occurred before. However, the hospital has not had any incidents since (B) (6) 2008.